Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but are not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for failure to advance for this lot. There is no indication of a lot specific product quality deficiency. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the patient developed small perforation during the use of a non-abbott device. The graftmaster was not able to cross to the area of perforation past a prior stent placed in the left main/left anterior descending artery (lad). No further treatment was administered for the perforation, due to the small size. The patient was kept under observation. No additional information was provided.